Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the complaint device lot. Manufacturing location: synthes (B)(4). Manufacturing: jan 14, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during surgery it was discovered that the end of the standard insertion handle was broken and would not hold the nail in place. The broken instrument did not generate any pieces or fragments that fell into the patient's wound. The surgery was completed with no report of delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was (B)(6) 2016 not (B)(6) 2016 as originally reported. Additional event information was received on sep 9, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016 additionally reporting and clarifying that the small piece of the end of the standard insertion handle which keeps the nail in place is missing. The reported issue was discovered after the sterilization of the device in sterile processing department (spd). There was no reported patient and or surgical involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (standard insertion handle, part number 03.010.045, lot number 8674978). The subject device was returned with the complaint condition stating that the small piece of the end of the standard insertion handle which keeps the nail in place is missing. The reported issue was discovered after the sterilization of the device in sterile processing department (spd). There was no reported patient and or surgical involvement. The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others per the associated technique guides. Product drawings were reviewed during the investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A change order (06-jun-2007) was launched to ¿modify the edge break around the face of the part around the tang such that the edge break is away from the tang, keeping extra material on the tang¿. This change was intended to reduce the likelihood of the complaint condition and the returned instrument was manufactured after this change. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The handle was returned in fairly good condition with deformation primarily along the grooves and the inferior side handle. The prong that aligns to the nail had sheared off. The fragment was not returned. Replication of the complaint is not applicable as the device was returned broken. Although a definitive root cause could not be determined based on the provided information, it is likely that rough handling contributed to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.